Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(6)) was evaluated at the customer site by zoll service. The reported complaint that "the thermogard xp ivtm system displayed a 'coolant low' message" was confirmed during functional testing. The technical investigation determined that the root cause of the "coolant low" message was attributed to intermittent optical interference between the level sensor transmitters and receivers within the coolant sensor assembly. This interference was possibly triggered during console transport. No physical damage was observed on the thermogard console during visual inspection. The event log review showed no significant discrepancies or error messages. During initial functional testing, the thermogard system did not complete the power-on-self-test (post) as the console displayed a "coolant low" message although the coldwell was filled with coolant, confirming the reported complaint. To address the issue, the coolant sensor assembly was disassembled, inspected, and adjusted. The problem was successfully resolved, and the thermogard system passed all subsequent functional tests. Following service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a "coolant low" message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.